Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier select ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Proximal stent struts were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed 28 feb 2020. It was reported that the device was unable to cross the lesion. The 85% stenosed target lesion was located in the moderately tortuos and moderately calcified left circumflex artery (lcx). A 28 x 2.25 promus premier select drug- eluting stent was advanced for treatment. However, during the procedure, the stent did not pass out through the lesion. No known patient complications were reported. However, returned device analysis revealed stent damaged.